Event description:
The customer reported that the device locks up.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was verified. The technician noted that he was unable to perform any functions on the device because it was frozen. The issue was localized to corrupt software. Replacing the processor pca and upgrading the software resolved the issue.